Event description:
A pt presented to the emergency department in 2009 with syncopy via an ambulance. While in the emergency department, the pt had severe bradycardia with periods of prolonged pauses, complete heart block. A transcutaneous pacemaker was placed at 11:31 on the pt. Settings on the transcutaneous pacemaker: rate of 70, 118 milliamps. Pt had good mechanical and electrical capture. Efforts to place a transvenous pacemaker were not successful in the emergency department. A transvenous pacer was placed in the cardiovascular ICU at approximately 17:00 on the event day, and the transcutaneous pacemaker was discontinued. Pacing pad burns were then noted on the patient's anterior chest, and back which were treated topically.